Event description:
It was reported that during testing at the user facility the device would not stop running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Disassembly and visual inspection by the technician noted the components were corroded including the motor assembly sockets.

Event description:
It was reported that during testing at the user facility the device would not stop running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.